Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a nephrectomy. The device first firing was a white reload on the renal artery and the firing was held for 15 seconds for compression. The staples were malformed (squiggly) and the device cut, resulting in an incomplete staple line. Multiple firings were completed to find the bleeding issue and to stabilize the kidney. (These firings were not held 15 seconds for compression, but did hold). After bleeding was located it was corrected by clipping. Pt lost approx 500cc, however, no intervention was required.